Event description:
Attempts to cross the tortuous rca were unsuccessful. The device was withdrawn to the tip of the guiding catheter where the stent slipped off the balloon. Upon removal, the stent slipped out of the sheath into the femoral artery. No attempt was made to retrieve and the pt subsequently went to surgery for CABG.